Event description:
Hill-rom received a report from the account stating the siderail is broken (siderail not latching). The bed was located at the account in the bed shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the head right siderail would not latch due to the siderail and parts being damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the siderail and parts to resolve the issue. Based on this information, no further action is required.